Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead oversensed noise. Programming changes were performed to address the issue. The patient was in stable condition.